Manufacturer narrative:
H10: per good faith effort (gfe) response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair due to the device not under warranty. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving a battery failure message. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.